Manufacturer narrative:
Product development investigation was completed. This complaint is confirmed. There is a transverse break of the handle starting approximately 2 mm from the proximal end of the handle. Both pieces of the broken handle are still attached to the shaft of the inserter. All measurements were taken with calipers ca592. The balance of the returned device is in fairly worn condition, there are multiple dents along the cross bar handles and head. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The 359.219 inserter for titanium elastic nails is an instrument routinely used in the titanium elastic nail system. Relevant drawings were reviewed determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, this complaint condition is likely due to possible rough handling during surgery and/or excessive torque applied to the inserter handle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 25.jun.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inserter for elastic nails was broken into two pieces in sterile processing department. There is no patient involvement. This report is for one (1) inserter for elastic nails this is report 1 of 1 for (B)(4).